Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4)

Event description:
It was reported that the programmer displayed an error when turned on. The issue was resolved by turning the programmer off and back on. The programmer remains in use. There was no patient involvement.